Event description:
The surgeon attempted to implant a silicone lens but it tore during insertion. The lens was inserted and removed for iol exchange. The surgeon enlarged the incision and sutures were required. The pt's prognosis is good and the postoperative best-corrected visual acuity was 20/25.